Manufacturer narrative:
Manufacturer's investigation conclusion: the relevant sections of the device history records for (B)(4) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) is available. Although no specific adverse events or device-related issues were reported, the IFU lists all adverse events that may be associated with the use of heartmate 3 lvas. The heartmate 3 lvas patient handbook is also currently available. Both the IFU and patient handbook outline all system alarms and how to respond to each alarm condition. It was reported through the patient outcome that the patient was transplanted on (B)(6)2021. Information later communicated states that the patient was transplanted due to pulmonary issue and not due to a device-related issue. A specific cause for the reported pulmonary issue, as well as a direct correlation to the device could not be conclusively determined. The device reportedly operated as intended. No product was returned for investigation. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was transplanted due to a pulmonary issue and not a device related issue. The device operated as expected.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient was on the emergency transplant list, and was then transplanted after 5 days of left ventricular assist device (lvad) therapy.